Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet touchscreen did not reliably wake to a fingertip on some attempts, though the device awakened with another finger after guidance to ensure dry hands and to try different fingers. Symptoms included no adverse clinical effects. Outcomes included no impact to blood glucose management and no need for medical care. Investigation included remote troubleshooting and user education on proper wake technique. Investigation of this case revealed normal device responsiveness when used with appropriate finger placement and dry skin, consistent with user handling factors rather than device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interaction with the capacitive sensor.